Manufacturer narrative:
The returned tb-0520fcs (lot#94k 09 ) was evaluated for ¿error code u504¿ issue. The reported complaint was confirmed. The device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is in good condition, no abnormality. The distal end of the device was inspected under a microscope and found a hairline crack on the probe the wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, similar events and investigation results, the reported issue of ¿error u504¿ is attributed to a hairline crack on the probe. The damage probe is attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a therapeutic laparoscopic liver procedure, an error code u504 occurred. The issue happened when the doctor was performing a seal and cut procedure. There was no harm or injury to the patient due to the event. The intended procedure was completed using another thunderbeat. The device was inspected prior to use and no issues observed before use.